Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made without unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/(B)(6) years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Prospective evaluation of feasibility and electrophysiologic and echocardiographic characteristics of left bundle branch area pacing heart rhythm. 2019; 16(12):1774-1782. 10.1016/j.hrthm.2019.05.011. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing lead. The authors discussed cases where in five patients the lead could not be placed into the left ventricular septum, in one patient lead positioning was abandoned due to repeated dislodgements. Additionally, there was worsening tricuspid regurgitation in four patients, in three patients there was acute lead dislodgement and in two of those patients the lead slack was inadequate. The leads were re-positioned. Acute perforation of the left ventricular septum occurred in three patients with successful lead re-positioning. One patient developed a pericardial effusion requiring pericardiocentesis and re-positioning of the atrial lead. The status/disposition of the leads that were not ultimately implanted is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.